Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to the customer's site. The fse replaced the pressure adapter cable which resolved the reported issue. The fse replaced critical alarm battery as a part of the preventive maintenance (pm). The fse perform all pneumatic, functional and electrical safety tests. The fse performed pm, cleaning and calibrating to factory specifications. The unit passes all tests and is cleared for clinical use.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Patient height 163cm. The full event site name is (B)(6). Hospital. Device not returned to manufacturer.

Event description:
It was reported that during patient transport and while the patient was connected to an arrow balloon, the end user was unable to get an a-line on the cardiosave intra-aortic balloon pump (iabp) after multiple attempts, and the unit pumped without an a-line. It was also reported that after trying a new transducer system and ensuring that the pump was in direct mode for pressure, the end user was able to get a pressure waveform on their portable monitor, and back to the hospital arrow pump. No patient harm, serious injury or adverse event was reported.